Manufacturer narrative:
Concomitant medical products: 439878 lead, 6947m55 lead; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not reach expected longevity. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead exhibited high thresholds and caused diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.